Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the explant date field (d6b) in section d, suspect medical device.

Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported. Additional information indicated that the lead dislodgement was confirmed via x ray. Furthermore, this ra lead was in attempt for extraction as this lead was stuck in the clavicle resulting to being abandoned. Subsequently, this ra lead was explanted.